Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2016, the patient underwent treatment of abdominal aortic aneurysm with gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported that the physician placed the trunk-ipsilateral leg component via a 18fr sheath at the intended position and deployed the device. After the catheter was retrieved back through the sheath, it was realized that the leading olive had completely separated from the delivery catheter and remained in the patient. The physician assumes that the olive got caught on the tip of the sheath, however no extensive force was used to pull the catheter back. The physician removed the separated leading olive from the patient by snaring, and the procedure was completed as planned. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Evaluation summary - the leading olive is detached from the leading end of the polyimide guide-wire lumen. No damage is observed on the leading end of the guide wire lumen and no material residue from the leading olive is seen at the bonding site. No material residue from the polyimide guide-wire lumen is found inside the leading olive. No evidence of a bond between the leading olive and the polyimide guide-wire lumen of the delivery catheter. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter. The root cause for the lack of bonding between the leading olive and the delivery catheter could not be determined based on the currently available information. The root cause of the olive separation could not be determined with the provided information.

Manufacturer narrative:
(B)(4).